Event description:
A (B)(6) year-old female while undergoing a cholecystectomy, had a piece of the davinci device, the single site port, break off as it was being removed by the surgeon. He had to extend the incision in order to remove the piece, which he did successfully. The pt left the operating room in stable condition and was discharged the same day.